Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the handle and the basket formation in the closed positions. The mlla (male luer lock adapter) and collet knob were tight and secure. The pett (polyethylene terephthalate) was not returned. The cannulated handle was broken and protruding from the udh handle slide. The cannulated handled was bent inside of the slide and 5mm from the thumb button. There were kinks noted in the basket sheath at 5cm, 26 cm, 27 cm, 28.5 cm, 34.7 cm, 35.3 cm, 42 cm, 43.3 cm, 75, 75.5 cm, and 87.5 cm from the distal end of the basket sheath. There was a kink in the basket sheath 1 cm from the distal end of the support sheath. Cannulated handled was broken, and the proximal segment measured 4.4cm. The cannulated handle was kinked 1.4cm from the end at the point of separation. The basket sheath and support sheath were still intact. The basket assembly was removed from the basket sheath. The basket sheath and all wires were intact and secure. There was a kink in the coil assembly 5.3cm from the cannulated handle. The distal segment of the cannulated handle was kinked 1.7cm from the point of separation. Functional testing determined the handle does not actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened. The cannulated handle (the metal tube inside the handle) was bent, kinked, and broken, preventing the basket from functioning. The clear pett tubing that normally is over the cannulated handle was missing and was not returned. The basket sheath was kinked in multiple locations along its length. The cannulated handle damage was likely caused by a compressive force being applied to the handle when attempting to open the basket. The damaged sheath would have made it difficult for the basket assembly to move freely within the basket sheath. This could have caused the user to apply a larger than normal amount of force on the handle in an attempt to function the basket, placing force on the cannulated handle, resulting the observed bending and breakage. The cause for the sheath damage could not be determined. It is possible that procedural factors such as the location of the stone(s), the path of the sheath during use, or user technique could have caused or contributed to the damaged sheath. There is not enough evidence available to make a conclusive determination of the cause. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information since the last report was submitted.

Manufacturer narrative:
Concomitant products: olympus flexible ureteroscope, flexor ureteral access sheath 12/14-35cm. Initial reporter: postal code: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a percutaneous nephrolithotomy; flexible ureteroscopy/laser lithotripsy using a ncircle tipless stone extractor, the wire broke and left the basket in the open position. No part of the device separated, and there was only damage to the sliding mechanism. The device was tested prior to use. The user switched to a new basket to successfully complete the procedure. No adverse effects have been reported due to the alleged malfunction.